Manufacturer narrative:
Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. Unit received with completely broken reservoir tube lip. Unit received with missing reservoir tube lip o-ring. (B)(4).

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported portion of the reservoir compartment broke off when attempting to change reservoir. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.